Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination found that the returned tasp exhibits signs of repeated use (nicked or gouged). Device history record was reviewed and no discrepancies were found. Based on the state of devices and the age of the devices when returned it is considered that the wear is a result of general usage of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: persona tibial articular surface provisional right size cd, item # 42527000303, lot # 63107276. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00569. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trials cracked and broke during surgery. No pieces fell into the wound.